Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the reported difficulty to deflate. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with no blood visible. There was contrast in the balloon and inflation lumen and on the hypotube and hub. There was fluid in the guide wire lumen. The balloon was partially inflated with contrast. There was a kink in the shaft 11.3 cm proximal to the proximal seal. The shaft was stretched 4.8 cm distal to the guide wire exit notch, for a length of 1 mm. There was no other damage noted. The overall total length of the balloon catheter was measured and this met mfg criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in the attempt to inflate the balloon catheter to rbp (14 atms) to take deflation times, but the balloon ruptured with a longitudinal tear. The tear in the balloon was 1.1 cm proximal to the distal balloon marker and extending 2 mm distal to the distal balloon marker. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with handling of the product and the reported info that the product was inflated. Difficulty to deflate can be affected by, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. Analysis of the returned product noted that the balloon catheter total length met mfg criteria. A new indeflator was filled with diluted contrasted and used in an attempt to inflate the balloon to rated burst pressure (14 atms); however, the balloon ruptured with a longitudinal tear. The tear was 1.1cm proximal to the distal balloon marker and extended 2mm distal to the distal balloon marker. Analysis did note scratches distal to the distal marker which may have contributed to the rupture during analysis. In this case, the difficulty to deflate could not be confirmed; however , analysis showed a kink in the shaft 11.3 cm proximal to the proximal seal and the shaft was stretched 4.8 cm distal to the guide wire exit notch. It is possible that this damage may have contributed to the reported difficulty to deflate; however, this cannot be confirmed. This damage was not originally reported and was not noted during the inspection prior to use. It is likely that this damage is a result of handling during the procedure such that the shaft kinked and stretched during positioning of the catheter in the target lesion. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported difficulty to deflate could not be determined. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met spec. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to pt injury previously. Device issue: failure to deflate. It was reported that the device was inflated to 8-10 atms; however, the balloon failed to deflate. A syringe was attached to the inflation device, and the physician pulled negative, in an attempt to deflate the balloon, but it was still unable to be deflated. The device was able to be removed from the pt with no pt effects. There is no add'l event or pt info available.